Event description:
It was reported that the clinic that occasionally no qrs and no ventricular pacing spike were noted. It was also reported that far field r-wave (ffrw) was noted on the right atrial (ra) lead. Both the ra and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.